Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger the patient has another implantable neurostimulator (ins) model # 97713, s/n (B)(6), and it is unknown which 37761 recharger goes with which ins. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device, model # 37761, s/n (B)(6), revealed connector pins broken. Analysis of the device, model # 37761, s/n (B)(6), revealed connector pins broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. The caller had a damaged desktop charger (dtc) cord. Caller said the dtc cord connection to the recharger (insr) was not good and did not recharge the implantable neurostimulator (ins), caller thought the cord where it plugged into the insr was bad. Patient (pt) tried to cut the end off to see if they could fix it. When patient services specialist (pss) asked for event date caller said it had not worked for a few days and they had increasing difficulty getting them to connect in the last month; pt then said they did not know for it might be 5 weeks but it was an on going difficulty. During call the caller said the dtc was worn and corroded. Caller plugged the dtc into the wall and a green light turned on. When they tried to recharge the insr the insr did not recharge. Pt rep called back and re-reported previously doc umented events from this case. Pt rep noted they received both replacement desktop chargers (dtc), but one of the pt's rechargers still wouldn't recharge. Pt rep noted the dtc still felt loose when inserted into the recharger device and the recharger device didn't turn on when the recharger was plugged into the wall outlet. Patient services specialist (pss) had the pt reset the recharger and the screen still didn't turn on. Pt rep added the second recharger device was plugged into the wall for 2-3 hours, but they noted the recharger battery was still on the left side, pss suggested the pt continue recharging the recharger device.